Event description:
It was reported via medwatch that had a 4fr single lumen PICC line that had a split in the catheter around the 6cm mark. Patient had it placed and returned to the hospital with complaints of PICC leaking and difficulty flushing, upon assessment PICC was difficult to flush and began to create a site of edema and leaking at the insertion site. PICC was removed and replaced on opposite arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.